Manufacturer narrative:
(B)(4). Method: the device will not be returned for an analysis. The lot number was not available; however, a potential lot number 0201343877 was provided by the facility. A device history record (DHR) was conducted for the potential lot number provided. Results: as no device was available for an evaluation, no device testing methods were performed and results cannot be obtained. The DHR was reviewed for the lot number of the manufactured unit. There were no reworks, special conditions, or related nonconformance reports (ncrs) for this lot. The lot met the process specifications, including the quality control acceptance criteria prior to release. Per the instructions for use (IFU) there are several factors that may affect the flow rate including fill volume, temperature, viscosity of the drug solution, pump position, storage time and external pressure. Per the IFU "fill volume ¿ filling the pump less than the labeled volume results in faster flow rate." "¿ pump position - position the pump at approximately the same level as the catheter site: ¿ positioning the pump above this level increases flow rate." "¿ temperature will affect solution viscosity, resulting in faster or slower flow rate. ¿ select-a-flow* device have been calibrated using normal saline (ns) as the diluent and room temperature (22 degrees c, 72 degrees f) as the operating environment. Flow rate will increase approximately 1.4% per 1 degree f/0.6 degree c increase in temperature and will decrease approximately 1.4% per 1 degree f/0.6 degree c decrease in temperature." Conclusions: the device was not returned to I-flow for an evaluation, therefore we are unable to determine a cause for the reported event. Per the DHR the lot met the process specifications, including the quality control acceptance criteria prior to release. Per the IFU there are several factors that may affect the flow rate including fill volume, temperature, viscosity of the drug solution, pump position, storage time and external pressure. (B)(4).

Event description:
Please reference: 2026095-2015-00100/(B)(6) and 2026095-2015-00102/(B)(6). Fill volume: asku. Flow rate: asku. Procedure: asku. Cathplace: asku. Incident #2 of 3: it was reported that there were infusions with 3 pumps that ended sooner than expected. The samples were not saved for return and evaluation. Additional information was received on (B)(6) 2015. The incident occurred several weeks before this reported incident and the pharmacist had no additional information regarding the incident. It was reported by the pharmacist that there was no patient injury. Patient age, gender, weight and date of the event were not reported. Additional information was requested, however is not available at this time.